Manufacturer narrative:
(B)(4). The same day that the patient was hospitalized, they began treatment with injections of cefazolin intraperitoneally (ip) (2gm/day) and injections of gentamycin ip (80 mg/day) for peritonitis. After being treated for 18 days, gentamycin and cefazolin were discontinued and the patient was discharged from the hospital. The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was a break in aseptic technique. On an unreported date the patient was retrained on the proper aseptic techniques. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unspecified day and month in (B)(6). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.